Event description:
An abbott customer sales rep stated the customer started validating the abbott axsym ausab assay and obtained unacceptable results. Following this correlation study, the customer received abbott's letter regarding the recall of the reagent used by the customer. The customer did not report any results out of the lab due to the failed correlation study. The customer requested credit for the axsym ausab reagents, calibrators and controls used to validate the axsym ausab assay. No results were reported out of the customer laboratory, therefore, no impact to patient mgmt.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.